Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection found no external damage or defects. The unit powered on and off using both battery and ac power. The touch screen was not responsive at the lower portion of the screen. Internal inspection found slight contamination on the touchscreen flex pads which results in the touchscreen to become partially non-responsive at the lower portion of the screen. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported that the display freezes. No consequences or impact to patient were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported that the display freezes. No consequences or impact to patient were reported.